Event description:
New information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.